Event description:
It was reported that the customer had a high blood glucose level of 574 mg/dl. Customer woke up in the middle of the night and his blood glucose level was 600 mg/dl. Customer stated that his screen was completely blank. Pump has not been dropped or bumped. Troubleshooting was performed. Customer stated that the display did not return. Customer mentioned that he went through a body scanner last night. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.